Event description:
Reporting status: serious injury- intervention/permanent damage. Reporting rationale: stent remains in patient compressed to the vessel wall. Device issue: stent dislodgement. It was reported that the patient was transferred from the ER with an ami. Another company's stent had been implanted in the circumflex two days prior. The patient was brought back to the cath lab and an angio showed the artery to be totally occluded. Inflations were performed using a dilatation catheter. A mini vision 2.0 x 15 stent was advanced to the area of the more distal lesion and was deployed; a second mini vision 2.0 x 12 was advanced to the area of the lesion and was deployed. Repeat angio showed the artery to be patent; however, the distal part of the vessel appeared to be narrowed and hazy. It appeared that the lesion had propagated more distally. It was determined that another stent, a mini vision 2.0 x 08, should be deployed. An attempt was made to advance it to the lesion; however, it caught in a stent strut of the previously placed stent. The balloon was pulled back and the stent dislodged from the balloon and was embedded into a mid-part of the vessel. The balloon was then removed. Repeat angio showed the artery to be widely patent. The patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. It should be noted that in the instructions for use (should), it states that "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent implant in placement of the distal stent implant, and reduces the chance of dislodging the proximal stent implant." The sds was not returned for analysis, which would have aided in the investigation.